Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to treat a moderately calcified lesion, mid circumflex artery in an (B)(6) female. A spectranetics 0.9mm elca laser sheath was used to treat the lesion. During the procedure a perforation in the circumflex artery occurred. The perforation was repaired with a covered stent. The patient survived the procedure.